Event description:
The customer reported that the patient received a burn during a clitoris malignant "inquinal" lymph node cleaning procedure. The burn was not serious and was treated with ointment. It is suspected that the pencil self-activated.

Manufacturer narrative:
(B)(4). Evaluation of the incident pencil found it to function normally and within specifications. Additionally, the concomitant e7507 patient grounding pad was found to function properly. No conditions were identified with either device that would have caused or contributed to the reported event.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.